Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lengthy laparoscopic cholecystectomy procedure, the white teflon pad detached from the clamp arm and fell into the patient. The entire pad was retrieved without any consequence to the patient. The case was completed using another device of the same product code. There were no patient consequences reported.